Event description:
This implant was supposed to be an upgrade from an abbott dual chamber pacemaker to a biventricular pacemaker with an av node ablation. Plans changed once we confirmed that the subclavian vein was completely occluded. Micra pacemaker implanted instead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).